Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that leaking was observed at the cartridge connection. Infusion set changes were performed to address the leaking. Customer's blood glucose level was approximately 350 mg/dl.